Manufacturer narrative:
The field service engineer determined vacuum nozzle number three on the rinse unit was clogged. He cleaned the affected nozzle and all vacuum nozzles. He checked cuvette rinsing and the gear pump which were good. He performed a mechanism check and passed. Customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned a high li lithium patient result on a cobas 8000 c 502 module. The customer provided a questioned result for one patient. The initial li result was 2.64 mmol/l and this result was reported outside the laboratory. The initial result was questioned and the sample was repeated on another analyzer. The repeat li result was 0.73 mmol/l, which was determined to be correct. The li reagent lot number and expiration date were requested but not provided.